Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient expired due to sepsis. It was reported that the device operated as intended, and it will not be returned for evaluation.

Event description:
Additional information received. It was reported that debilitated patient was chronically ill, the sepsis was from failure to thrive with complications of pneumonia and aspiration. The symptoms patient underwent were hypoxia, hypothermia, hypotensive, with treatment of fluid resuscitation. Patient signed on do not resuscitate (dnr)/ do not intubate (dni)forms. Patient was withhold of food and fluids, and was under palliative care.

Manufacturer narrative:
B5: additional information was provided regarding the death of patient.